Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The guidewire was returned with a microcatheter. Analysis of the device revealed that the polytetrafluoroethylene (ptfe) was peeled off approximately 31.5cm from its proximal end. The torque device was the place where the ptfe coating had been peeled. The ptfe coating appeared to be scraped off of the guidewire with the torque device due to over tightened on the ptfe. All the guidewire measurements were found within specification. No anomalies were observed to the hydrophilic coating, corewire distal end or nitinol tubing proximal bond. During functional evaluation, the guidewire was advanced through the returned microcatheter without difficulties. Information available indicated that the guidewire was confirmed to be in good condition after unpacking and preparation. The observed peeling ptfe coating is believed to have occurred from an insecurely tightened torque device. Per the device directions for use (dfu): ¿securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc)¿. Therefore, a root cause of dfu instructions not followed has been assigned to this investigation.

Event description:
Analysis of the device found that the ptfe was peeled off approximately 31.5cm from its proximal end. There were no reported clinical consequences to the patient.

Event description:
Analysis of the device found that the ptfe was peeled off approximately 31.5cm from its proximal end. There were no reported clinical consequences to the patient.